Manufacturer narrative:
Per the reporter, the review of the device logs showed occurrences of error messages (sf101, sf218). The device was returned to resmed and an evaluation was performed. Device evaluation found calcium deposits in the pneumatic block due to water ingress. It was determined that the reported complaint was most likely due to a contaminated pneumatic block. (B)(4).

Event description:
It was reported to resmed that an astral device had a red screen and alarmed continuously. There was no patient injury reported as a result of this incident.